Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system boot stalling at 00:00. Review of the log file shows, malfunctioning flexvision pc. Upon troubleshooting, philips remote service engineer (fse) checked the system remotely and found the geometry cabinet is completely off, which persisted after performing restarts and requested onsite support. The philips field service engineer (fse) found a power supply problem in r cabinet. Also found the np of cabinet m was found to be protected and completely de-energized. To resolve the issue, the fse reinstalled connections, cards, and internal fuses, power was reestablished. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.